Event description:
It was reported occlusion alarms occurred. System check was started with tandem technical support, however, customer declined to complete the check. Customer cleared the alarm and reported that the infusion set would be changed. Customer¿s blood glucose (bg) level was 546 mg/dl. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.